Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this needle. Yangzhou medline industry co, ltd. Manufactures the needle that is included in the convenience kit. Mckesson medical surgical does not undertake any further manufacturing or relabeling of the needle. The kit is the ancillary adult convenience kit. Lot number of the kit was not reported by the customer. We have notified the government at the following addresses: (B)(6) of this report who will pass along this information to yangzhou medline industry co, ltd, the manufacturer of the needle so they may conduct a device evaluation as warranted.

Event description:
It was reported that the device malfunctioned, and one staff member sustained a sharps injury. Staff are reporting difficulty activating the safety feature after a jab and difficulty engaging the safety lock. The engaging mechanism on this needle is a hinge about 3/8" above the hub. When screwed down, the luer does not hold the needle tight and when attempting to engage the lock, the whole thing pops off.